Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen of the device was unable to calibrate; the overlay/bezel assembly was replaced, and the stylus was calibrated. The hard drive was reconfigured, and the software was reloaded. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer was not calibrated, even after attempting to calibrate multiple times. The programmer has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.